Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that the patient had knee implant surgery on (B)(6) 2013. Patient is currently undergoing physical therapy. Patient is complaining of having a raised rough, and very red rash on his knee since having surgery. Patient states that his primary care physician has given him cortisone cream for the rash. Patient is complaining of pain because of his recent surgery.

Manufacturer narrative:
An event regarding pain and a rash involving an unknown knee implant was reported. The event was not confirmed. The device was not returned for evaluation. A device history and complaint history review could not be performed as the device was not properly identified. Conclusions: the patient reported a raised, rough, red rash and knee pain since surgery. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, the investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient had knee implant surgery on (B)(6) 2013. Patient is currently undergoing physical therapy. Patient is complaining of having a raised rough, and very red rash on his knee since having surgery. Patient states that his primary care physician has given him cortisone cream for the rash. Patient is complaining of pain because of his recent surgery.